Event description:
Affiliate reported that customer was hospitalized due to hyperglycenia and dka. Affiliate also reported that the cannula was bent whne removed and pt was subsequently moved to intensive care unit for hyperglycenic coma. Troubleshooting was performed and pump appeared to be operating normally.